Manufacturer narrative:
(B)(4). Persona femur cemented standard catalog # 42504605802 lot # 64849846. Persona articular surface fixed bearing constrained condylar knee (cck) catalog # 42560007514 lot # 64811904. Zb cement catalog # 110035368 lot # e2703z20ca. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-00429, 0001822565-2022-00431. Remains implanted.

Event description:
It was reported patient is experiencing pain and inflammation in knee eight months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: persona tibia cemented 5 degree stemmed catalog #: 42532006702, lot #: 63492613. Multiple MDR: 0001822565-2022-01127. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Crf records indicates that the patient experiencing pain, swelling, and stiffness. X-ray review indicates anatomic alignment of the right knee arthroplasty. Abnormal position of the tibial implant with component extension into the joint space if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.